Event description:
It was reported that during removal of a polyaxial screw, the shank end of the screwdriver broke at the tip. The broken part was lost because of the surgical aspirator. Replacement instrument was available. There are no reports of adverse consequences to the patient.

Event description:
It was reported that during removal of a polyaxial screw, the shank end of the screwdriver broke at the tip. The broken part was lost because of the surgical aspirator. Replacement instrument was available. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
Result of material analysis: the observed micro hardness was within the hardness specified in the guidance document. Conclusion correction: based on the information provided, the root caused is applied unidirectional bending force, most likely excessive due to the surgeon having difficulty removing the screw. It is also possible the connection between the screwdriver and screw was inadequate (i.e. Cross threaded), which would cause difficulties removing the screw and cause the user to apply a bending force to the driver to compensate.

Event description:
It was reported that during removal of a polyaxial screw, the shank end of the screwdriver broke at the tip. The broken part was lost because of the surgical aspirator. Replacement instrument was available. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
The reported event was confirmed via visual inspection of the returned device. The tip of the inner shaft that interfaces with the screw was completely fractured off. The fractured piece was not returned, but it was confirmed no broken pieces were left in the patient. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Material analysis of the driver determined that the tip was found to have fractured in cleavage due to an applied cantilever force and progressed around the tip in the same mode. The hardness and elemental constituents were consistent with the drawing. No material or manufacturing defects were found. Based on the information provided, the most likely root cause is cantilever force applied to the driver, most likely excessive due to the surgeon having difficulty removing the screw. It is also possible the connection between the screwdriver and screw was inadequate (i.e. Cross threaded), which would cause difficulties removing the screw.